Event description:
It was observed that during the device evaluation, the subject device exhibited defective rx module and receptacle unit. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information of device inspection. Updated fields: b5, g3, g6, h2, h3, h6 the device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: intermittent flickering coming in image due to defective rx module and receptacle unit. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, d9, g3, h2, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device's image disappeared sometimes during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.